Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up. Upon interrogation,the implantable cardioverter defibrillator was far field r-wave oversensing on atrial channel. The patient did not receive therapy. The oversensing was noted on the electrogram. Programming changes were made to the device; oversensing is resolved.

Manufacturer narrative:
Correction: the previous reported occupation was physician; the correct occupation is nurse.